Event description:
No new information available.

Manufacturer narrative:
Investigation results were made available. DHR-review: ref: 01.00001.003; lot: 12.769821 - yield: 42 - delivered: 42 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend considering the following event is identified: mechanism loose/disassembled event description: it was reported that during surgery the rasp handle fell apart while rasping with hammer blows. The locking mechanism loosened while hammering. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: - visual examination: the rasp handle was returned for an investigation disassembled. The rasp handle has significant deformations and discolorations in the region, where the leaf spring of the locking lever touches the handle / housing in the locked position and in the region where the pin rests in the slot. Addtionally there are heavy signs of usage at the slider. It can be confirmed, that the slider is not sitting firm in the housing anymore, but can slide slightly. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition. => possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling. => possible, as it cannot be excluded based on the available information. A deterioration in function as a result of repeated use is likely. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling. => possible, as the instrument shows a lot of deformations. - instrument breaks or deforms due to off-label / abnormal-use. => possible, as the deformations indicate the the instrument has been used abnormally. Conclusion summary: the rasp handels was returned for an investigation. As the slider is not sitting firm in the housing anymore, it could have loosened during applying hammer blows in the surgery. Therefore the reported event could be confirmed. Due to excessive use there is a chamfer like contour in the housing of the instrument, where the spring is in contact with the housing when in locked position. In combination with high forces applied during the surgery this might have initiated a loosening of the locking lever. Moreover, the instrument must have been impacted in an abnormal way, leading to the deformations at the mechanism. However, no exact root cause could be determined. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. This further investigation showed that no containment or corrections are needed. The risk / benefit ratio (breakage / usage) was shown to be acceptable. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the mis, rasp handle, double offset, left broke (locking mechanism loosened while hammering) during a surgery. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.